Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium results was unknown. The tsc recommended that the customer follow the tube manufacturers spin parameters. The customer declined further service from siemens. The customer successfully ran sodium qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on a dimension vista 500 instrument for two patients. The discordant results were not reported to the physician(s). The customer repeated the samples on the same instrument and on an alternate instrument. The results obtained from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.